Event description:
Additional information received indicated the patient was still having concerns regarding their device or therapy but were working with their health care professional (hcp) or manufacturer¿s representative. An appointment date of (B)(6) 2014 was provided.

Event description:
It was reported that the patient never had therapeutic effect. The pump was not working for the pain since implant. The oral medication didn't help with the patient's pain either though. The patient's next refill was on (B)(6) 2014. The drug in the pump was morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n478664, implanted: (B)(6) 2014, product type: accessory. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).